Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 54 year-old female patient who had essure (ess205) inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2021, 5603 days after essure (ess205) insertion, she underwent medical device removal (seriousness criterion intervention required). Essure (ess205) was removed the same day. The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure (ess205) administration. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-mar-2023: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("medical device removal/malpositioned essure. Device had noted to have migrated out of the fallopian tubes shortly thereafter"), embedded device ("small essure fragment noted to be embedded in the uteroovarian ligament/given that it seems pretty embedded in the uterine cavity") and device breakage ("portion of explanted essure device". It consists of multiple fragments of metal coils") in a 54 year-old female patient who had essure (ess205) inserted for female sterilisation. The patient had a medical history of abdominal pain, parity 3, multi gravida and pelvic pain. Previously administered products included: ibuprofen. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2021, 5603 days after essure (ess205) insertion, she experienced device dislocation (seriousness criterion intervention required). Essure (ess205) was removed the same day. An unknown time later she experienced embedded device (seriousness criterion medically important) and device breakage (seriousness criterion medically important). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcome of device dislocation was unknown. The reporter considered device breakage, device dislocation and embedded device to be related to essure (ess205) administration. The reporter commented: (B)(6) 2006 tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] (date unknown): explanted essure device: - gross examination only (see gross description below). Fallopian tube, right, salpingectomy: benign fallopian tube, complete cross sections examined. Fallopian tube, left, salpingectomy: benign fallopian tube, complete cross sections examined. Clinical history: none provided on requisition or container. Gross description: "portion of explanted essure device". It consists of multiple fragments of metal coils, 2.5 x 0.6 x 0.2 cm in aggregate. "Right fallopian tube". It consists of a 7.0 cm in length by 0.4 cm in diameter unremarkable, fimbriated fallopian tube. "Left fallopian tube". It consists of a 7.0 cm in length by 0.4 cm in diameter unremarkable, fimbriated fallopian tube. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device breakage, device embedded, device migration. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-oct-2023: mr received: reporters information patient medical history and surgical pathology reports were added.event; "medical device removal updated to device migration" new events; " device breakage, device embedded" were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("malpositioned essure./ device had noted to have migrated out of the fallopian tubes shortly thereafter"), embedded device ("small essure fragment noted to be embedded in the uteroovarian ligament / given that it seems pretty embedded in the uterine cavity") and device breakage ("portion of explanted essure device". It consists of multiple fragments of metal coils") in a 54 year-old female patient who had essure (ess205) inserted for female sterilisation. The patient had a medical history of abdominal pain, parity 3, multi gravida and pelvic pain. Previously administered products included: ibuprofen. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2021, 5603 days after essure (ess205) insertion, she experienced device dislocation (seriousness criterion intervention required). Essure (ess205) was removed the same day. An unknown time later she experienced embedded device (seriousness criterion medically important) and device breakage (seriousness criterion medically important). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcome of device dislocation was unknown. The reporter considered device breakage, device dislocation and embedded device to be related to essure (ess205) administration. The reporter commented: on (B)(6) 2006 tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] (date unknown): explanted essure device: gross examination only (see gross description below). 2. Fallopian tube, right, salpingectomy: benign fallopian tube, complete cross sections examined. 3. Fallopian tube, left, salpingectomy: benign fallopian tube, complete cross sections examined. Clinical history: none provided on requisition or container. Gross description: "portion of explanted essure device". It consists of multiple fragments of metal coils, 2.5 x 0.6 x 0.2 cm in aggregate. "Right fallopian tube". It consists of a 7.0 cm in length by 0.4 cm in diameter unremarkable, fimbriated fallopian tube. "Left fallopian tube". It consists of a 7.0 cm in length by 0.4 cm in diameter unremarkable, fimbriated fallopian tube. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device breakage, device embedded, device migration. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 54 year-old female patient who had essure (ess205) inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2021, 5603 days after essure (ess205) insertion, she underwent medical device removal (seriousness criterion intervention required). Essure (ess205) was removed the same day. The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure (ess205) administration. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.